Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is confirmed based on the customer-provided photo, which displays the broken suture. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used when tensioning the sutures.

Event description:
On 1/19/2023, it was reported by a sales representative via email that an ar-8925ss syndesmosis tightrope xp broke during the final tensioning. Case was completed using another ar-8925ss syndesmosis tightrope xp. This was discovered during an ankle fracture procedure on (B)(6) 2023.